Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (essure removal. Hysteroscopy. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, genital haemorrhage, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2008 and (B)(6) 2008. She received treatment for pain : chronic, pelvic/abdominal lot number: 627437 manufacture date: 2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under go essure confirmation test". Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera) and ranitidine hydrochloride (zantac). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods)") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with caffeine;paracetamol (excedrin) and surgery (essure removal. Hysteroscopy. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date--(B)(6) 2008 and (B)(6) 2008. She received treatment for pain : chronic, pelvic/abdominal diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2009: result: unknown. Lot number: 627437 manufacture date: 2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: pfs received- new event she did not under go essure confirmation test was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin), bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera) and ranitidine hydrochloride (zantac). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods)") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (essure removal. Hysteroscopy. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date--(B)(6) 2008 and (B)(6) 2008. She received treatment for pain : chronic, pelvic/abdominal. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2009: result: unknown. Lot number: 627437, manufacture date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: plaintiff fact sheet received. Reporter information updated. Product information details updated. Lab data updated. Outcome of events pelvic pain, abdominal pain, metorrhagia (bleeding b/w periods), menorrhagia, general abnormal bleeding, vaginal haemorrhage , changed from ¿unknown¿ to ¿recovered¿ we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (essure removal. Hysteroscopy. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, genital haemorrhage, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008 and (B)(6) 2008. She received treatment for pain : chronic, pelvic/abdominal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. Lot number was added. New events added: abnormal bleeding (vaginal), migraines / headaches. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removal. Hysteroscopy. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2008 and (B)(6) 2008. She received treatment for pain: chronic, pelvic/abdominal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain: chronic, pelvic/abdominal, bleeding: menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods),general abnormal bleeding. Product indication was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.